Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Device/procedure outcome: procedure completed,device - no information available patient outcome: f26: no health consequences or impact. Event description: ecn event description: null patient present at time of event?: yes. Patient complications: no patient complications procedure number: (B)(6). Event date: 2025-1-7. As reported device codes: 2099: no known device problem. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Email received from (B)(6) (ep mapping specialist ii) on 05feb2025 providing the following information: 1. What was the issue with the starter guidewire? Response: the starter wire is snagged within the catheter and cannot be removed. The outer layer of the wire started to unravel when we got the catheter out of the patient and tried to pull the wire out aggressively.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Device/procedure outcome: procedure completed, device - no information available. Patient outcome: f26: no health consequences or impact. Event description: ecn event description: null patient present at time of event? Yes, patient complications: no patient complications procedure number: (B)(4). Event date: 2025-1-7. As reported device codes: 2099: no known device problem. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Email received from (B)(6) (ep mapping specialist ii) on (B)(6) 2025 providing the following information: 1. What was the issue with the starter guidewire? Response: the starter wire is snagged within the catheter and cannot be removed. The outer layer of the wire started to unravel when we got the catheter out of the patient and tried to pull the wire out aggressively.